Event description:
A technician of a distributor received a complaint from a dental office, then reported to midmark that the mechanical structure of a jb-70 x-ray unit, serial number (B)(4), separated from the wall. The top screws came out of the wall. A midmark rep confirmed with the dental office that there was no injury.

Manufacturer narrative:
A midmark sales rep performed an on-site investigation and reported that the jb-70 x-ray unit was mounted to a wood stud using pre-existing holes that were used to mount a different type of the x-ray unit in the past. It compromises the mechanical connection of the jb-70 unit. The jb-70 installation manual does require that pilot holes be drilled to a specific size for installation purpose. In addition, minor decay was observed on the wood stud. With the movement from normal clinical use, the top lag screws wiggled loose, thereby weakening the mechanical connection. Although minor decay was observed to be present on the wood stud, it is determined that the failure is caused by using the existing holes from the previous installation.